Event description:
The facility representative reported a flo-gard infusion pump with failure code f-49. This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 49 was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made to this device. Due to an obsolete part, this device was returned un-repaired to the customer. Should additional information be received, a follow-up medwatch will be submitted.